Event description:
The customer reported that during a hysterectomy procedure, the jaws of the device would not reopen while applied to patient tissue. Although the surgeon was able to remove the device by hand, reportedly some tissue damage occurred.

Manufacturer narrative:
(B)(4). One used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.